Event description:
The customer reported that a pt went into v-fib and the mp70 monitor did not alarm.

Manufacturer narrative:
The customer reported that a pt went into a v-fib and the mp70 monitor did not alarm. The nurse was already in the room to attend to the pt. The monitor in question was tested by philips personnel and was found to be working as intended. The monitor passed all alarm tests. The alarm logs from the affected central station show that alarms were suspended for this bed at the time of the incident. Device labeling adequately describes alarm suspension. There was no device or labeling malfunction, but this was a user misunderstanding. No further investigation or action is warranted. (B) (4).